Manufacturer narrative:
Tm (territory manager) was on-site and completed an electronic service test procedure, and verified system is working to specifications. A review of the system log-files showed no abnormalities that could have contributed to this event. A root cause could not be identified. (B)(4).

Event description:
Laser technician reported an overcorrection, after lasik surgery, and wanted the laser checked. This report references the right eye. The left eye of the same pt is reported under manufacturer report# 3003288808-2011-00358.